Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that prior to the evaluation, they would catheterize 400-600cc at night. Now they were having to catheterize 800-1000cc. They felt that things were "not opposite of beneficial." It was indicated that they changed to the last program on the device as an action taken to resolved the issue. The advanced evaluation was done on (B)(6) 2017. There were no further complications reported as a result of this event.